Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found boot issues on the host pc, where the application failed to complete the boot process due to the operating system disk. After a restart, the computer booted successfully. To resolve the problem, multiple system restarts during operational tests did not reproduce the failure. After repairs were completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome